Event description:
Provider states pivot links broke.

Manufacturer narrative:
(B)(4). - follow up #001. Initial (B)(4) issued MFR. Report # 1531186-2013-03260 indicting the date of this report and date facility / importer was aware as (B)(4) 2013 and the due date as (B)(6) 2013. The correct aware date is (B)(6 )2013. The correct due date is 07/28/2013, MDR was submitted on (B)(4) 2013.